Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected from the supply line of the homechoice set for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by continuing therapy with the same-up. No pt injury or medical intervention was associated with this incident per home pt's nurse.